Manufacturer narrative:
B5: upon follow-up, it was reported that the patient experienced bacterial peritonitis manifested by fever, abdominal pain, and cloudy peritoneal fluid. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized and treated with "g3g" (5mg/kg/j, intravenous, discontinued after 10 days) followed by (1g/j, intraperitoneal, discontinued after 10 days), gentamycine (3mg/kg/j, intravenous, discontinued after 2 days) followed by gentamycine (4mg/j, intraperitoneal, discontinued after 10 days) for peritonitis. Ten days after the event onset, the patient was treated with amikacine (intraperitoneal, discontinued after 10 days) for peritonitis. Twenty days after the event onset, the patient was treated with an unspecified antibiotic (intraperitoneal) for peritonitis. At the time of this report, the patient was discharged from the hospital and recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Three peritoneal dialysis (pd) patients experienced peritonitis. The cause, hospitalization, treatment, patient outcomes and action taken with pd therapy were not reported. No additional information is available.